Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2 years post initial procedure. Type 3b endoleak was identified during a re-intervention . Re-intervention was completed. Physician elected to implant another bifurcated stent to resolve this event. The patient is reported as doing well post procedure.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the bifurcated stent graft event was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harms identified were the inability to remove the delivery system causing entrapment of the nosecone within the femoral artery (access site complication) necessitating an additional surgical procedure (removal and repair of the right femoral artery) had occurred. The operative note stated that the nosecone either grabbed tissue within the femoral artery or was trapped within femoral calcifications, (there was thickened calcifications in the right femoral artery). The causation of the inability to remove the delivery system could not be determined with the provided medical imaging. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2 years post initial procedure. Type 3b endoleak was identified during a re-intervention. Re-intervention was completed. Physician elected to implant another bifurcated stent to resolve this event. The patient is reported as doing well post procedure. Additional information: during clinical assessment it was determined that there was evidence to reasonably suggest an inability to remove the delivery system (access site complication) necessitating an additional surgical procedure occurred that was not included in the event as reported.